Event description:
Additional information was received from the patient. They reported that they met with their hcp on (B)(6) 2024 and the cause was due to program 4 level 3.9 (too high and pulling too much battery). Troubleshooting was done and issue was resolved. It is working as it should be battery is staying over 60% for over a week, and they are charging every sunday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the rep called to report patient's ins is turning off randomly and there is a message on the screen that says 'por check device battery level.' Caller stated when the por message is cleared, the battery level has been "30% and above." Caller stated this has been happening for the past year, initially it was very infrequently, but lately has been happening more frequently. Caller stated patient(pt) always charges ins once per week, same day, same time, and that they charge to 100%. It has been taking about the same amount of time for recharger to reach 100%. Caller stated there have been no recent changes to stim settings. When asked, caller stated they have not done an impedance check. Caller confirmed pt's ins and recharger have not been subjected to extreme temperatures or trauma. Caller stated they would try changing the settings as the pt was running at a higher amplitude to see if that would prolong the battery life. Caller stated they would call ts back in the future if further assistance was needed.